Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited inappropriate programming. No patient symptoms were reported.